Manufacturer narrative:
Corrected fields: adverse event/product problem (b1), type of reportable event (h1), clinical signs code grid and health impact code grid (h6). Updated field: outcomes attributed to ae (b2). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. As per further details provided the whole construct was tested afterwards for functionality and verified to be working as intended. Based on above and since nothing was reported at the time of pre-functional check, which is required per IFU, the case is rather related to a sub-optimal intraoperative procedure and thus, classified as user-customer-user error. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that when using a gamma 4 intermediating nail in a hip fracture treatment surgery, misdrilling occurred using target sleeve for gamma 4 intermediate nail. A misdrill resulted in a drill hole in the femur and as a result, the locking screw could not be inserted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when using a gamma 4 intermediating nail in a hip fracture treatment surgery, misdrilling occurred using target sleeve for gamma 4 intermediate nail. A misdrill resulted in a drill hole in the femur and as a result, the locking screw could not be inserted.